Manufacturer narrative:
This is a reusable device, therefore, there is no expiration date. Reported event of gauge reading inaccurately. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a pneumatic inflator was used during a dilatation procedure in the esophagus performed on (B)(6) 2014. According to the complainant, the procedure was completed with this device, however after dilation the gauge of the pneumatic inflator was stuck at 20 psi and did not return to zero. The gauge was reading inaccurately at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device was returned and visually inspected for damage. It was observed that the needle was not returning to zero and damage to the back of the case was noted. Functional testing was done; unit inflated to 20psi but would not return to the zero band. Zero movement appears to have shifted possibly due to jarring or being dropped. Therefore, the most probable root cause associated with this complaint is handling damage. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a pneumatic inflator was used during a dilatation procedure in the esophagus performed on (B)(6) 2014. According to the complainant, the procedure was completed with this device, however after dilation the gauge of the pneumatic inflator was stuck at 20 psi and did not return to zero. The gauge was reading inaccurately at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.